Event description:
Customer reported that pump malfunctioned, displaying malfunction code 15. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and customer successfully performed reset; malfunction code did not recur afterward. Customer was advised to continue using pump and to contact support again if issue arises.